Event description:
Spontaneous. Per md office (B)(6) inject coordinator reported. The needle popped off of syringe and medication spilled, pt was unable to receive injection. Yes to missed dose, unknown if adverse event occurred or if product on hand for return. No further info. Inject one syringe intra-articularly to the left knee one time at the physician's office. Reported to (B)(6) by health professional .